Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was inaccuracy between the dose delivered and the dose recorded in the logbook. Customer stated the discrepancy was greater than 1.0 unit. Customer primed 0.5 units, did an injection and the logbook showed 6.5 units rapid acting out of 14 units that was dialed. Blood glucose rose to 440 mg/dl. It was unknown how the customer treated the high blood glucose. The device is expected to return for analysis.